Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports: "product made of natural rubber latex will give reaction to which that allergy to it as it may contain residues of water soluble latex proteins and may act as allergens when in contact with sensible patients. Thus , it is clearly written on allergic reaction caution in the IFU attached with the package and latex warning label on the individual each of packaging of the product." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states "customer reported that she is now allergic to latex. No medical intervention provided". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The report states "customer reported that she is now allergic to latex. No medical intervention provided". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.